Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the atrial lead had a dropped in impedance. The issue was discovered during remote follow-up. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout the event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was capped and replaced due to a low voltage impedance issue. More information was requested but not yet provided.